Manufacturer narrative:
Bayer service performed a check of the injector and found it to perform to specification. The disposables involved in the procedure were discarded by the site and the lot number was not known. The site was offered clinical applications assistance and declined the offer. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The site reported the following: a (B)(6) year old female patient was undergoing a CT of the chest for a suspected pulmonary embolus and was injected with contrast media using a stellant injector. The patient had a positive d-dimer test and had experienced chest pain prior to arriving in CT. The radiologist interpreting the study visualized a large amount of air in the right subclavian vein, svc, right atrium and right ventricle. The patient experienced no symptoms; however, she was proactively placed in the trendelenburg position. The following day, a CT of the chest without contrast was performed. The radiologist reviewed the images and found complete resolution of the previously noted air. The patient was discharged to home in good condition.